Manufacturer narrative:
Describe event or problem: the hospital reported that during surgery the extendevac electrosurgical pencil was plugged into the esu and the coagulate was immediately activated without any stimulus from the handpiece. The device was unplugged and plugged in several times and they could not get it to work or it stopped working. Deroyal: the defective device is a vendor purchased product. The product has not been returned at this time for a root cause eval.

Event description:
The hospital reported that during surgery, the extendevac electrosurgical pencil was plugged into the esu and the coagulate was immediately activated without any stimulus from the handpiece. The device was unplugged and plugged in several times and they could not get it to work or it stopped working.